Manufacturer narrative:
Combination product: yes.

Event description:
Boston scientific provided the following information: it was reported that this rv lead is fractured. Rv impedance is > 3000 ohms in bipolar and unipolar. No capture at max output. Physician turned brady pacing off until lead is revised. Patients intrinsic heart rate is in the 40s. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.